Manufacturer narrative:
H6: information and coding missed in previous report, correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There were also low impedances (-1) found on multiple electrodes as well.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they were seeing high impedances. The following impedances were found on the following electrodes: 0 <(>&<)> 5-36110, 1 <(>&<)> 5 and 2 <(>&<)> 5-34230, 3 7 5-35250, 4 <(>&<)> 5-35140, and then 5 <(>&<)> 6, 5 <(>&<)> 7, 5 <(>&<)>8, 5<(>&<)>9, 5<(>&<)>10, 5<(>&<)>11, 5<(>&<)>12, 5<(>&<)>13, 5<(>&<)>14, 5<(>&<)>15 all saw 40000. The actions taken and outcome were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. High impedances were found on multiple electrodes again on (B)(6) 2024. They reported that no further information was expected to be received.